Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was reported that all of the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: the keypad cover was found to be fully intact; no damage or peeling was observed. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive and required increased force to elicit a response; the ok and contrast buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, when a leak test was performed, a crack was found in the pump case. The pump cover was removed; moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.